Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 224 alarms which were reproduced. The alarms were confirmed during a review of the event history log. The error is caused by removing and subsequently reconnecting the ac power adaptor. The error message is able to be cleared by turning the pump off and back on again. This occurs due to an anomaly in the software. The software was updated during service. The update addressed the issue of the error code 224.

Event description:
It was reported that a spectrum pump displayed system error 224. It was also reported there was no patient injury.